Event description:
Re: moog's curlin IV set item # 340-4128 experiencing numerous complaints from pts that they are having difficulty inserting the IV spikes of this set into their medication bags. Also in-line alarms on pumps that previously had no history of air-in-line errors. To date this seems to involve one lot - lot# crf10160001. Difficulty in spiking includes being unable to fully insert spike, causing air to leak into the bag rendering the drug unusable due to the potential for contamination, and is affecting pt care. Dates of use: (B)(6) 2010. Event abated after use: no. Event reappeared after reintroduction: yes.